Event description:
It was reported that during a gastric bypass procedure, on four devices, a positive leak test was observed for each device, and the staple line was found to be leaking the contents being held by the tissue. Suturing was performed as a staple line replacement.

Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot p5c1296); egia45amt, egia45amt egia 45 artic med thick sulu (lot p5a0966); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot n5b1411y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.